Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the despite being set to 36.5 °c, the arctic sun device cools to 32 °c. Per review of wo on 06jun2025, there was no patient involvement.

Event description:
It was reported that the despite being set to 36.5 °c, the arctic sun device cools to 32 °c. Per review of wo on 06jun2025, there was no patient involvement. Per follow up information received via mail on 13jun2025, device would be repaired in the hospital by crs.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Functional check performed. No issues detected. This complaint could not be confirmed. No error code observed. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Initial reporter phone provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.